Manufacturer narrative:
Received one unopened drainage bag product, one opened extension tubing product (does not belong to the structure of the product) , and one cut piece of extension tubing (does not belong to the structure of the product). The reported event was unable to be confirmed as the problem could not be reproduced. Per the visual inspection, the package was opened and all components were present and of according to the structure of the product. No obvious defects were noted with the components of the drainage bag. The bag and all components were according to the structure of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "-remove protective cap from drainage tube and connect drainage tube adapter to catheter. -fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. -check that urine is draining into bag." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage bag was missing the drainage inlet tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage bag was missing the drainage inlet tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage bag was missing the drainage inlet tubing.